Manufacturer narrative:
If implanted; give date: exact date in 2008 unknown, not provided. If explanted; give date: exact date in 2018 unknown, not provided. Serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient underwent bilateral lens implants with the tecnis silicone (si40nb) intraocular lenses (iol) in 2008. Reportedly, she developed diffuse clouding in her both eyes (ou) and the lenses were explanted in 2018. Patient had bilateral lens implants; this report represents one of the two reports. A second MDR is being filed for the patient's second lens. Further information was provided by the original implanting surgeon who stated that the patient was clear for around 4 years then the lenses progressively opacified. The surgeon commented that he believes that there is nothing wrong with the lenses and stated that patient's condition or chemistry may have contributed to the opacification. The doctor did not specify or know what other conditions the patient may have; but commented he has only seen one similar case and has implanted several of these lenses. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).